Event description:
It was reported that during a coronary angiography procedure a dissection occurred. A 5f impulse multipack (sgl) catheter had been advanced to an unspecified location. After the physician took 5 angiographic images, a dissection was noticed in the proximal left circumflex (lcx) artery and the obtuse marginal (om) artery. The dissection was treated with kissing balloon technique with 2 2.5x12 apex balloon catheters. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)